Event description:
Boston scientific received information that a red alert was triggered for this lead via the latitude system due to low shock impedance measurements. The device was later explanted due to the patient receiving a heart transplant.

Manufacturer narrative:
At this time, no additional information is available and no adverse patient effects have been reported. If additional information becomes available, this report will be updated. Additional information has been provided that this is a device specific issue, not a lead issue.